Manufacturer narrative:
An event of advancement difficulty and device deformity could not be confirmed. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.na

Event description:
It was reported that on (B)(6) 2023, a amplatzer talisman pfo occluder 25-18mm was selected for an implant. During the procedure, the left disc didn't have the expected angle. It was a simple septum pfo with a non-prominent asa and a tunnel less than 10mm. The septum and left atrium anatomy seemed normal. The right disc was recaptured to correct the left disc orientation and make it as much parallel to the septum as possible. Intracardiac echocardiography (ice) images after device release showed that the left disc orientation was not totally corrected as expected.the physician decided that device retrieval was unnecessary in this situation. The patient was doing well and discharged the same day. There was no angulation or kink noticed in the delivery system. The patient remain stable,